Manufacturer narrative:
No pt injury was reported as a result of this incident. The pt did not require any medical intervention. Gambro has rec'd other reports of bags emptying without alarm and we are currently investigating this issue.